Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic living donor nephrectomy, after the first firing was successfully, the user loaded the device with the reload, but jaws could not be opened. The procedure was completed with another device. There was no patient injury.